Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer understood.